Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during dwell 4 of 5. There was nothing found during troubleshooting that could have caused the alarm. The hp would finish with manual exchange. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.